Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that spaceoar placement was performed on june 12th, and the patient's condition remained good. However, on june 24th, hydrogel in the prostate was observed. Imaging was reviewed to evaluate whether treatment should proceed, and the case was discussed with a consulting physician. Since no issues were noted with the patient's condition, it was determined that treatment could continue.